Event description:
Physician tried to cross iliac vein originally and copuld not pass wire under went via the neck to groin access. I'm uncertain he crossed with a wire through the iliac vein in the neck.it appears from looking at the catheter and the x-ray,that the catheter (xpeedior 120) went into the hard,old clot and appeared to somewhat get lodged. It appears as if the catheter was then pulled and the distal end of the catheter remained lodged into the iliac vein with the 1st marker band.the thick area of clot maintained the catheter.